Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn, loose and out of axial alignment, which caused the device to fail for vibration. Therefore, the reported condition was confirmed. It was determined that the worn and loose bearings created a situation where the cutter was not able to be inserted thus he device was not able to function. It was further determined that if a cutter was able to be inserted with this type of damage and the device was run, it would create heat, vibration, and/or noise from the damaged bearings. The assignable root cause was determined to be due to worn damaged bearings which were no longer in axial alignment due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the attachment device was heating up. There were no delays to the scheduled surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.